Event description:
It was reported that the patient received radiation therapy on the day of a device check. During the check, the histogram data was not available. The patient received radiation again the next day and interrogation of the device showed no data again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 521429 competitor lead. (B)(4).